Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-sense t-wave over-sensing and r wave amplitude variation were noted on the implantable cardiac monitor. Programming changes were discussed, but no intervention was reported. The patient condition was not provided.